Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using the navarre opti drain. On (B)(6) 2025, sometimes post procedure, it was reported that the drainage catheter connector allegedly fractured completely and divided into two pieces. Additionally, there was leakage and exuding extravasation was noted. The procedure was completed by using another device.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the partial view of a clinician holding the drainage catheter. No anomalies were noted on the catheter hub. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture, material separation and fluid leak issues for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3 section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using the navarre opti drain. On (B)(6) 2025, sometimes post procedure, it was reported that the drainage catheter connector allegedly fractured completely and divided into two pieces. Additionally, there was leakage and exuding extravasation was noted. The procedure was completed by using another device. Current status of patient is unknown.

Event description:
A patient underwent an ultrasound guided abscess percutaneous drainage catheter placement procedure using the navarre opti drain. On (B)(6) 2025, sometimes post procedure, it was reported that the drainage catheter connector allegedly fractured completely and divided into two pieces. Additionally, there was leakage and exuding extravasation was noted. The procedure was completed by using another device. Current status of patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding the drainage catheter. No anomalies were noted on the catheter hub. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported catheter connector fracture, material separation and fluid leak issues for all the three devices. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.